Event description:
Drug/diluent: venofer 20mg. Fill volume: 200 ml. Flow rate: 100 ml/hr. Procedure: iron replacement therapy. Fast flow (1 hr). Pt contact: yes. Adverse event: no. Medical intervention: no. Np: not provided.

Manufacturer narrative:
Method: sample has not yet been received, but was reported to be available. Results: without the actual product, an analysis cannot be conducted. A review of the device history records (DHR) was conducted for the lot number and incident reported. The device passed all mfg specifications prior to release. Conclusion: if additional info pertinent to this event becomes available, I-flow will submit a follow up report.